Manufacturer narrative:
The product was not returned. A photo was provided of a monitor showing a video of the lens in the eye. The picture was taken at a distance. We are unable to determine if any damage is present on the lens. A line can be seen but this could be glare from the light. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the reported scratch could not be confirmed. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Associated products were not provided. It is unknown if qualified products were used. Company foldable lenses are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions or use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. At this point, no further information available at this time. The file will be reopened if additional information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the surgeon noticed scratches on the lenses. The iol likely be removed. Additional information has been requested, but no further information is available.